Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger not working) was confirmed. Upon investigation the battery charger/modem was resetting. The cause for the failure was isolated to corrosion on the battery board and bedside board. The root cause for the corrosion was ingress of an unk liquid. No adverse event resulted form the contamination. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) female pt called zoll customer support to report that her battery charger/modem was not working properly and she could smell something burning. The pt was issued a replacement battery charger/modem.